Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced a hypoglycemic event in which they felt dizzy and was sweating. It was indicated that emergency services were called and treated the patient the patient with glucose via syringe. After treatment, the patient felt better. They indicated they did not remember what the cgm was reading at the time of event but that their bg value was 38 mg/dl. At the time of contact, the patient as doing fine. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.